Event description:
It was reported the patient had an infection. A culture was not taken and the infection type was unknown. Antibiotic treatment of pyostacine was necessary. There was inflammation and edema present. The infection occurred following an electrode repositioning. If additional information is received on outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 3887, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).